Manufacturer narrative:
(B)(4). This report involves an unknown baxter minicap this report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause and treatment for the event were not reported. At the time of this report, it was unknown if the patient was recovering from the cloudy effluent. Action taken with dianeal therapy was unknown. No additional information is available. This is report 3 of 3.